Event description:
A malfunction alarm was reported, characterized by the malfunction code 12-0x2071, which occurred multiple times. There was no reported adverse impact to customer's blood glucose. Customer declined to provide information regarding backup therapy.